Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a patient sample with capture-r ready screen (crrs) using capture-r ready indicator red cells (crric) lot 221202.

Manufacturer narrative:
Immucor pi lab confirmed there activity of the fya antigen on cells 1 and 2 of retention capture r ready screen ii, lot x404 using retention capture-r indicator cells lot 221202 and retention anti-fya lot 607017. Controls performed as expected and cells 1 and 2 were 4+ positive. Retention product performed as expected.